Event description:
The catheter slipped out of the bolt after tightening compression cap. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on april 1st, 2017. The investigation included: results: evaluation of returned device; the catheter was returned with introducer assembly installed. The compressor cap was in the secured position; however the catheter was not secured. Excessive bends were present at 1st and 2nd marked tubing. The catheter was tested and found it met q00102 requirements. The compressor cap was removed from the bolt cranial, and found the collet was not present. The customer complaint was verified. The catheter slipped out the bolt after tightened due to missing collet. The customer also stated ¿it is impossible to tighten the new fiber¿ was verified. The catheter will not be secured into the introducer assembly when missing collet. DHR review; the customer returned catheter serial number (B)(4); it is belonged to 110-4b, lot 111e00134061. Lot 111e00134061 was manufactured on 22-dec-2015 and will be expired on 31-jul-2017. A review of batch history record indicates that lot 111e00134061 me requirements before released to finished goods complaints history; complaint history, model 110-4xxx, from mar-2016 through feb-2017 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and seven of them were confirmed. Failure rate percentage (B)(4). Conclusion: the most probable cause of the missing collet is due to the end user completely unscrewing the compression cap allowing the collet to fall out. The device dfu states that ¿if loosening is required, take care to ensure no component or part of the camino catheter moves or falls out during loosening. Failure to do, so may result in an inability to secure the catheter¿.